Event description:
It was reported perforation and pericardial effusion with tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system was advanced into the laa and perforated the appendage. Pericardial effusion with tamponade occurred. The case was aborted and they performed open heart surgery on the patient where the laa was ligated. The patient was stable following surgery and has since been discharged from the hospital.